Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Date is approximate with month/year validity. Initial reporter occupation: non-healthcare professional. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported the patient¿s therapy stopped working all of a sudden. The patient reported their symptoms were not under control and they did not feel any stimulation. Prior to the call, the patient checked their ins and it showed they were at 1.36 v. The patient then increased it to 2.00 v and it did not resolve the issue. The patient reported they hit the door knob where the ins was about a week ago and they noted that they ¿really ran into the door knob.¿ there were no further complications reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the cause of therapy suddenly not working and not feeling any stimulation was just that it didn't work. The patient noted that she increased stimulation and the patient did not have the device checked. There were no further symptoms or complications reported or anticipated.